Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 5 of 5. Reference MFR report: 1627487-2012-1146. Reference MFR report: 1627487-2012-1147. Reference MFR report: 1627487-2012-1148. Reference MFR report: 1627487-2012-1149. It was reported that the patient experienced a change in her stimulation. She had a fall about one month prior. X-rays showed that one of her cervical leads had pulled down to t7. The physician has decided to explant the entire scs system. Surgical intervention is pending to address the issue.